Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this right ventricular (rv) lead was not capturing and had high threshold measurements. A rise in rv pacing impedance measurements from 600 to 1800 ohms was also exhibited. The patient is not pacemaker dependent and there was no asystole noted. Surgical intervention was performed and the rv lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was observed to have been severed in two segments at 15 cm from the is-1 terminal pin. Resistance testing was successfully passed for both returned segments. An x-ray showed no fractures. Calcified body fluid (calcification) was observed on the electrode tip. Analysis concluded it was possible that depending on how much calcification was on the lead before explant, the impedance measurements could have been affected.

Event description:
--